Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 and ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Corrections included replacement of the unit's pump, nibp valve, memory chip on the cpu board, tightening the fan's screws, reprogramming, and reseating the cables. Unit was calibrated and safety tested to factory's specifications.